Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following event description: "the unit alarms with tf 5507."

Event description:
Hamilton medical ag received the following event description: "the unit alarms with tf 5507."

Manufacturer narrative:
Investigation is ongoing.